Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, the patient had complete atrioventricular block (cavb). On (B)(6) 2024, a 27mm navitor valve was selected for implant. The patient had a membranous septum length of 2.7mm with no calcification from the annulus to the subvalvular to lvot. The device was implanted at a depth of ncc: 2mm, lcc: 3mm. The tavr procedure worsen the patients heart block. The patient required a permanent pacemaker. The patient remained hemodynamically stable throughout the procedure and is recovering.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient had a membranous septum length of 2.7mm with no calcification from the annulus to the subvalvular to lvot. The device was implanted and a final implant depth of non-coronary cusp (ncc) 2mm (shallower than the recommended depth 3mm) and left coronary cusp (lcc) 3mm. Based on the available information, the root cause of the reported heart block could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6)2024, the patient had complete atrioventricular block (cavb). On (B)(6) 2024, a 27mm navitor valve was selected for implant. The patient had a membranous septum length of 2.7mm with no calcification from the annulus to the subvalvular to lvot. The device was implanted at a depth of ncc: 2mm, lcc: 3mm. The tavr procedure worsen the patients heart block. The patient required a permanent pacemaker. The patient remained hemodynamically stable throughout the procedure and is recovering.